Event description:
It was reported that the device exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. The device exhibited no communication due to low battery voltage. No sources of high current drain were found throughout testing. The battery was returned to the vendor for further analysis. The cause of the premature battery depletion could not be conclusively determined.